Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's pocket site was not healing properly. The patient underwent a procedure where the physician cleaned the pocket site and re-closed. The patient was reportedly doing well postoperatively.